Event description:
Leica microsystems (schweiz) ag received a complaint from china related to an arveo 8 stating that a patient was discovered to have a 2nd degree burn after surgery was completed.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
UDI / gudid related data quality updates only.

Manufacturer narrative:
This is a final report. An on-site investigation of the actual device was conducted. The device performed as per specification, with no indication of malfunction. A review of the manufacturing instruction and the service history records revealed no issues that could explain the complaint. An assessment of the computer unit log file and the provided video data was performed. A review of brightcareplus report was performed. It was verified that the correct filters are installed on the actual device. A review of the user manual showed that the instructions are adequate. Based on the investigation results and the review of the complaint database, we conclude that it is unlikely that the device caused or contributed to the patient's skin burn. The cause of the reported injury remains unknown. Lt cannot be ruled out, that other circumstances (e.g. Patient characteristics regarding skin thickness and resistance, microscope settings, surgical factors such as exposure time, working distance, draping and use of irrigation, etc.) Or consumables and/or other equipment used during surgery caused or contributed to the incident. The fse ensured, that "brightcareplus" has been correctly calibrated and the internal luxmeter is activated. The "brightcareplus" function has been successfully tested. The device is working according to specification.